Event description:
It has been reported to the MFR that the occlusion balloon moved during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician inserted the stent delivery system and delivered the stent. While removing the stent delivery system catheter from the patient, the occlusion balloon moved. The physician then deflated the occlusion balloon and repositioned the occlusion balloon wire and reinflated the occlusion balloon to occlude the vessel. The physician then inserted the aspiration catheter and aspirated debris from the vessel. The case was completed successfully and the patient is reported to be fine.